Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the mother of the patient that the bg went up to 25 mmol due to bent cannula. Treatment for high bg is by bolus and manual injection. Patient's bg at time of incident was 25 mmol/l and current bg value at the time of call is 15.1 mmol/l. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.